Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the tortuous ostium of the right coronary artery (rca). After successfully placing two promus premier tm stents, a 4.00x12mm promus premier tm stent was advanced; however, the stent stripped off from the delivery balloon. The catheter was removed, but the stent was missing. Subsequently, the dislodged stent was discovered in the femoral artery and was removed using a snaring device. No further patient complications were reported and the patient's status was okay.